Event description:
It was reported by service report that the wrist rest support weldment tee handle needed to be replaced. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Tee handle.